Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in vvi backup mode while in the box.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to exposure to extreme temperature.